Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation with vaginal vault prolapse, enterocele, cystocele and rectocele. It was reported that the patient underwent the concurrent procedures of anterior and posterior colporrhaphy, repair of enterocele, and cystoscopy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, rectocele and stress incontinence. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 due to extrusion.